Event description:
It was reported, the handle and the "upgrade paddle" could not be separated upon return to the branch. The surgery was not affected by these items being stuck together.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report. Associate device: (B)(4), elastosil t-handle large ao coupling lot# k16440.